Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/21/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on with audible tones and vibration; however, the display screen remained blank. The complaint of a dim, faded, and/or colored display could not be fully investigated due to the blank screen. A review of the pump black box data revealed cs 052/054/012 call service alarms. A technical analysis revealed a failure of the u17 slave processor component. (B)(4)